Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: two photos were received and evaluated. The photos depicted one strip of safetyglide needles. The last digit of the batch number and last few digits of the expiration date were cut off on all five packages. Visible batch # digits were 002308. Package cavities were 21-25. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause for the cut off expiration date on the package is associated with the packaging process. It is possible the adjustments were made when the issue was likely observed at the start of the batch. It is possible the defect was not fully contained and a limited number of strips with this condition were mixed with the good product. Rationale: to better understand the underlying issues, potential root cause for the failure mode observed continues to be investigated. Corrective actions will be assessed once a better understanding of the underlying root cause has been established.

Event description:
It was reported that prior to use, the expiration date on the bd safety glide¿ needle's label was observed to be only partially printed. The following information was provided by the initial reporter: "during incoming inspection of safety glide cannula supplier lot#: 0023083 was observed 5 cannulas with an incomplete (printing ) expiry date."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-17. H.6. Investigation summary: two photos were received and evaluated. The photos depicted one strip of safetyglide needles. The last digit of the batch number and last few digits of the expiration date were cut off on all five packages. Visible batch # digits were 002308. Package cavities were 21-25. A device history review was conducted for lot number 0023083. Additionally, one strip of safetyglide needles from cat# 305917 was received and visually evaluated. The last digit of the batch number and last few digits of the expiration date were cut off on all five packages. Visible batch # digits were 002308. Package cavities were 21-25. The physical samples matched those in the photos. Potential root cause for the cut off expiration date on the package is associated with the packaging process. It is possible the adjustments were made when the issue was likely observed at the start of the batch. It is possible the defect was not fully contained and a limited number of strips with this condition were mixed with the good product. Corrective actions will be assessed once a better understanding of the underlying root cause has been established h3 other text : see h.10.

Event description:
It was reported that prior to use, the expiration date on the bd safetyglide¿ needle's label was observed to be only partially printed. The following information was provided by the initial reporter: "during incoming inspection of safety glide cannula supplier lot 0023083 was observed 5 cannulas with an incomplete ( printing ) expiry date."